Event description:
Additional information was received that only one new generator was opened during the replacement surgery. The new generator was connected to the existing lead and high impedance was observed. The lead pin was removed and re-inserted and it resolved the high impedance. Therefore no device issues are suspected. There was no second generator involved.

Event description:
During a generator replacement surgery, a new generator was connected to existing lead, and it showed high impedance. A second generator was tested and it again showed high impedance. The first new generator was connected to the lead again and tested. The impedance was within normal limits. The high impedance with the first generator and lead resolved and no device issues are suspected. It is unknown if the high impedance issue with the second generator ever resolved. Additional relevant information has not been received to date.